Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated which was discovered on the afternoon on the implant date. Patient then had a pericardiocentesis. Additional information was obtained from the field representative indicating that the whisper wire had perforated the left ventricle. This rv lead remains in service. No additional adverse patient effects were reported.